Event description:
It was reported the pt had a bi polar implanted in 2005. The pt dislocated about two weeks later. When the surgeon did a reduction, the bi polar cup was disassembled from the neck. The pt was revised four days later. The surgeon changed the 22mm head to a 26mm +4mm head.